Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified, and tortuous mid right coronary artery (rca). The 3.5x16mm liberte bare monorail coronary stent delivery system (sds) was unable to cross the target lesion. When the stent was removed, it was noticed that the stent strut was lifted up. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.